Manufacturer narrative:
The device was received for evaluation. Functional testing a false air in line alarm occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was determined to be a failed ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device falsely alarmed "air-in-line". No additional information is available.